Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion sets leakage in tube event on (B)(6) 2024. Infusion set had been used for 7 hours. The blood glucose level was 630 mg/dl. Patient was hospitalized on (B)(6) 2024 to address high blood glucose level. Patient was admitted into intensive care unit. Small number of ketones were present in the patient. Therefore, patient was treated with intravenous fluid, saline and 10-unit bolus. Patient was released from hospital on (B)(6) 2024. No further information available.